Event description:
Subject ID: (B)(6). This event is associated with the glow clinical trial. It was reported that a female patient who underwent augmentation surgery with mentor glow study gel devices on (B)(6) 2016. Adverse event # 1. Implant malposition/ displacement, (left side, implant serial number: (B)(6). Doi: (B)(6) 2016, doe: (B)(6) 2018). On 06/05/2017, she presented with implant malposition/ displacement, which required medical device removal on (B)(6) 2018. Adverse event # 2. Patient dissatisfaction, (right side, implant serial number: (B)(6) doi: (B)(6)2016, doe: (B)(6) 2018). On (B)(6) 2017, medical device was removed on (B)(6) 2018 as a contralateral procedure [not ae]) . Adverse event # 3. Breast pain, breast sensation, (left side, implant serial number: (B)(6) . Doi: (B)(6) 2018. On (B)(6) 2018, she presented with breast pain, breast sensation. Adverse event # 4. Breast cyst, animation, ( right side, implant serial number: (B)(6). Doi: (B)(6) 2018). On (B)(6) 2024, she presented with breast cyst, animation. Adverse event # 5. Animation, baker iii capsular contracture (left side, implant serial number: (B)(6). Doi: (B)(6) 2018). On (B)(6) 2024, she presented with animation and baker iii capsular contracture. This report details adverse event #2.

Manufacturer narrative:
On july 12, 2024, mentor received additional details regarding the event. Hence, event description has been updated under b5, and coding have been added/updated under section h accordingly. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. UDI number has been added under field d4. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who was part of a clinical study underwent a breast augmentation surgery with 375cc mentor memoryshape breast implants. Post-operatively, the patient experienced implant malposition of the left prosthesis and dissatisfaction with the procedure outcome of the right breast. As a result, the patient consulted with a medical professional and underwent a bilateral capsulectomy and implant removal and replacement with 405cc mentor memorygel xtra breast implants on (B)(6) 2018. This report is for the right implant. Refer to manufacturing report number 1645337-2023-02089 for the contralateral event.